Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported an unspecified high sensor scan and self-treated with 4 units insulin (type unknown) based on the reading. Customer subsequently experienced fatigue, cramps, loss of consciousness, and was treated with glucagon syringe by his son and paramedics. The customer was taken to the hospital where he received hydration infusion and was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.